Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the surgery prolonged and insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Femoral adapter became stuck in the tensioning tool causing a delay in the surgery. We had to use a 2nd implant to complete the case. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: 20.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned devices found the adapter was jammed/stuck inside the torque wrench. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned devices found the adapter was jammed/stuck inside the torque wrench. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the instrument was reported due to the adapter jamming/sticking.